Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted the instrument was partially applied with three remaining clips, the ratchet function was engaged, and the distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functional evaluation noted the ratchet function was disengaged and the instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported conditions could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was able to squeeze the handle of the clip applier, but the jaws did not close and clips were not able to load properly into the jaws. A clip fell into patient's cavity and was retrieved using surgical clamp. This happened during open lung resection and while clipping the vessel. Another device was used to complete the case. There was no patient injury.